Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that the insulin pump had a motor error and was unable to rewind. The customer's parent also reported that the inslulin pump had a no delivery alarm. The customer's blood sugar was 330 mg/dl at the time of the incident which was treated with manual injection. Troubleshooting was performed and insulin was noted in the reservoir compartment. The o ring inside the reservoir compartment was not missing. The insulin pump and reservoir were not returned for analysis.